Event description:
About ten days after treatment with juvederm in the lips, the patient's husband stated that the patient experienced symptoms of hives on her thighs, abdomen, chest, and upper arms and edema in the lips. The patient was given intervention by urgent care with solumedrol and antihistamines through an IV and a prescription of prednisone dosepak, which caused the symptoms to resolve. The symptoms also occurred on other occasions after the first symptoms resolved and the patient experienced hives on the upper body and on the head and edema in the lips. An unidentified dermatologist prescribed more potent antihistamine. Allergan's attempts to contact the patient by phone in order to gather further information and obtain permission to contact the treating physician have been unsuccessful.